Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout alarm. The customer¿s blood glucose level was 118 mg/dl. The customer stated that they had watchdog timeout alarm and can't shut down the pump. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.